Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 5 months ago. Aneurysm size and vessel morphology were not reported. It was reported that there was an unk endoleak from the time of implant that the physician thought would resolve once the heparin wore off and decided to wait and follow the pt. A current CT demonstrated the endoleak had not resolved. The physician believed that there was a proximal type 1 endoleak and implanted a palmaz stent. Another MFR's stent graft balloon was used to expand the palmaz stent. The endoleak did not resolve and they realized that the endoleak was coming from a hole at the aortic bifurcation in the stent graft. The physician implanted a talent aortic cuff to cover the hole in the graft but the endoleak did not completely resolve. No further intervention was performed and the pt will be monitored. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: endoleak. Cause of endoleak cannot be determined. Conclusions: cause of endoleak cannot be determined.